Manufacturer narrative:
Evaluation summary: 2 opened knives were received. The samples were loose with no protection in labeled blisters. The returned open samples were examined and both were determined to be visually nonconforming due to damaged tips and damaged cutting edges. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the products acceptance criteria. Damage to the tip and the cutting edges of both blades like that observed can result in a complaint as described by the customer. How or when the blades became damaged cannot be specifically determined. The damage to the returned samples are consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the blade protector when removing and returning the blade from the tray, or contact with another instrument during surgery or set-up. An exact root cause could not be determined as to why the cutting instrument exhibited the dull condition described. However, due to an observed increased trend for this defect mode, a root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. An effectiveness check will also be established and monitored upon completion of these actions.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgery room manager and a nurse reported that dull knives were noted during separate procedures. Alternate knives were obtained in order to continue each procedure. No patient impact reported. Additional information has been requested. This is one of nine reports being filed for this facility. This report refers to the event that happened on (B)(6) 2015.